Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure, the left ventricular lead was unable to be implanted. The lead was replaced and the procedure was completed. The patient was in stable condition.

Manufacturer narrative:
The reported event unable to implant was not confirmed. Final analysis was normal. No anomalies were found.